Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient reported hearing beep tones emitted from this device. The device was subsequently replaced due to elective replacement indicator (eri) declaration, and returned for analysis. No adverse patient effects were reported in this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device did not meet longevity expectations. Final analysis concluded premature battery depletion occurred due to a compromised low-voltage capacitor, which resulted in a high current condition. Despite this compromised capacitor, testing confirmed the device had normal pacing, sensing, and defibrillation therapy functions. This device is included in the may 12, 2006 advisory issued by guidant (now boston scientific crm) regarding premature battery depletion potential in a small subset of ICD and crt-d devices due to a failure of a capacitor from a single lot. This issue is discussed in the q3 2010 version of our product performance report.